Manufacturer narrative:
(B)(4). Batch # r9446v. Additional information requested but unavailable: did the patient experience any adverse consequences due to this issue? Is the white tissue pad completely missing from the clamp arm of the device? Please answer the below questions on what is meant by ¿hemorrhagic risk means¿. Was their bleeding detected and controlled intraoperatively? Was their bleeding that occurred intra op or post op requiring intervention to prevent permanent impairment? The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that there was detachment of the white pad from the jaws. Hemorrhagic risk because it was not possible to coagulate with the device. Use of bipolar clam and use of another harmonic device. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information received: did the patient experience any adverse consequences due to this issue? No. Is the white tissue pad completely missing from the clamp arm of the device? No. Please answer the below questions on what is meant by ¿hemorrhagic risk means¿. Was there bleeding detected and controlled intraoperatively? Unk. Was there bleeding that occurred intra op or post op requiring intervention to prevent permanent impairment? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.